Manufacturer narrative:
(B)(4). One (1) sp90-1050 device was received for evaluation for instrument shocked the surgeon 3 times while in surgery. Additional information received 24jul2015: the customer reported the three shocks occurred times when surgeon stepped on foot pedal; he could feel current in his hand. He tried to make adjustments but nothing helped. As reported, as far as they knew the insulation was intact. No patient injury or intervention. No surgeon injury or intervention. Evaluation by the lead qc technician, quality manager and the quality engineer confirmed the reported issue. A review of the device history record did not reveal any non-conformances. Upon visual observation there was excessive wear near the handle. The instrument was functional tested. All metal portions and insulated tubing that conducts electricity. Handle, rod, bovie post and insulation were hy-pot tested by use of wanding device, the device failed on the underside of the knob on the handle. All exposed metal is energized upon activation. The insulation on the underside of handle knob was compromised exposing metal which caused the instrument to arc and shock the surgeon. Most probable root cause was excessive wear at the handle which is indicative of a handling issue. The device has potentially been in use by the customer for over a year without repairs by carefusion. The amount of usage and re-processing are unknown. Per product information, IFU 26-2910 rev b, ¿prior to use, inspect device to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or have physical damage. Inspect insulation. Any interruptions in the coating may compromise the safety of the device. To prevent the possibility of electrical shocks or burns, do not use devices with breaks in the insulation.¿ as these devices are 100% inspected visually and functionally tested prior to release for insulation failure; the damage to the device occurred within customer care. As a courtesy, a replacement device has been ordered for the customer and will include the product information, IFU 26-2910 rev b. The customer is recommended to review the care, handling and inspection sections for this electrosurgical instrument and recommended to purchase a device to test the insulation prior to use. Carefusion will continue to trend and monitor this reported issue and for this product code.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.

Event description:
Sales rep stated via email instrument shocked the surgeon 3 times while in surgery. The customer reported no patient harm or intervention. Additional information was requested but not received.

Manufacturer narrative:
(B)(4): should additional information be received, a follow-up emdr will submitted.

Event description:
Additional information received (B)(6) 2015: the customer reported the three shocks occurred times when surgeon stepped on foot pedal; he could feel current in his hand. He tried to make adjustments but nothing helped. As far as we know the insulation was intact. No patient injury or intervention. No surgeon injury or intervention. The laparoscopic gall bladder procedure was completed as planned.